Manufacturer narrative:
Isi will not be receiving the fiber optic cable for failure analysis as the cable is a field scrap item. This fiber optic cable is located in the backplane of the patient side cart. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the da vinci system faulted with non-recoverable fault. The customer called the intuitive surgical, inc. (Isi) technical support while attempting to recover from the fault. However, after speaking with isi technical support it was determined that it was not possible to recover from the system fault. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse found that the issue was with the fiber optic cable and replaced it to resolve the issue.